Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2012; 4196 implantable pacing lead (B)(6) 2012; 6947 implantable defib lead (B)(6) 2012. (B)(4).

Event description:
The patient reported that their chest started to hurt pretty severely when standing near a welder. The patient also reported that when they walked away the pain eventually went away. It was thought that there might be an electromagnetic compatibility issue. The device remains in use. No patient complications have been reported as a result of this event.